Event description:
In 2009, during follow up call to pt, she stated "I've gotta test my blood sugar, I dont feel well, everything I've said on this phone call, don't regard it." Pt reported "I'm very sensitive to insulin. I think I'm having an insulin problem now which is why I'm terminating this call, I need to test." Pt ended call. Attempted to call the customer back on 09/03/2009, but there was no answer. The pt did not specify whether her blood glucose was elevated or too low. The pt did not require assistance from a healthcare professional or second party to address the issue. Pt declined to return insulin infusion device.

Manufacturer narrative:
No product will be returned for evaluation.